Manufacturer narrative:
This product did malfunction by losing suction during surgery. The probable cause is use of the device well beyond the recommended replacement period. The user could not confirm any visible damage to the device. It is recommended in the vac-pac instructions for use (IFU) to replace units older than two years and are used several times per week, have been patched more than once, or have damage that is beyond repair. The IFU also cautions to inspect the vac-pac for possible damage or leaks before each use and to never use a damaged or leaking vac-pac. Please note that additional information, such as date of event and/or patient information, was requested from the customer with no response. No further investigation is necessary, and this report is considered final. Customer advised to destroy device.

Event description:
On 3/1/2017, the customer notified natus medical of a vac pac losing suction during surgery. There was no report of death, serious injury or delay in care.